Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the indwelling catheter that was placed in the patient, fell out due to balloon burst on the next day after placement. Also, it was reported that this lead to complications and another catheter was replaced into the patient. Per additional information received on 17jul2020 from ibc representative, the removed balloon and catheter were complete. And per additional information received on 22jul2020 from ibc representative,there was no injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the indwelling catheter that was placed in the patient, fell out due to balloon burst on the next day after placement. Also, it was reported that this lead to complications and another catheter was replaced into the patient. Per additional information received on 17jul2020 from ibc representative, the removed balloon and catheter were complete. Per additional information received on 22jul2020 from ibc representative, that there was no injury to the patient.